Event description:
Caller reported a cgm error 42, which was associated with a pump that had recently come out of storage mode or experienced a battery reset. Customer technical support advised the caller to wait 20 minutes after the pump exited storage mode before starting a sensor session. After walking the caller through a pump reset, the cgm error did not reappear, and the caller successfully initiated their sensor session. There was no adverse impact to the customer's blood glucose level.